Event description:
The dr was using a lower accutrack screw system for a percutaneous screw placement of a scaphoid fracture. While using the hand power remover tip remover broke off. Dr opened the wrist to explore for tip. Tip embedded under bone. Unable to retrieve.